Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 08/18/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2024. Date of event is an approximation. It was reported that the patient experienced a skin reaction with infection, extended beyond the patch perimeter, but the infection was reported to be ¿just around the insertion site,¿ which is understood as needle puncture site. The infection occurred 3 days after the sensor had been inserted in the abdomen. The reaction was treated with a prescription of an oral antibiotic, cefalex 500mg every 12 hours for an unknown number of days. No photo was provided. There was no documentation of medical intervention. At the time of the report the patient was stable and in good condition. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.